Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50s mg/dl range, cause was unknown. Tandem technical support made multiple follow up attempts to follow up with the customer, however, no response received. Therefore, no additional information was provided.